Manufacturer narrative:
Investigation summary: no samples were returned therefore the complaint could not be confirmed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Root cause description: the root cause is undetermined. Rationale: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that pen needle 31gx5mm 5b tw 98ct china was unable to deliver insulin. This occurred on 15 occasions. The following information was provided by the initial reporter: customer bought 196 pen needles in the online medical equipment store, there were about 15 affected needles, each packet had one or two needles that couldn't inject that customers thought needles was clogged, the needle was used by customer, the needle was for one-time use with three or four times a day, a dozen 22 units by using gates winter and lee lalu peptide insulin injection pen.